Event description:
The following events reported in all instances when medline product # dynd160516 was utilized: on (B)(6) 2016 male had foley catheter inserted. No# 16 foley catheter was inserted up to the hub without resistance encountered. No urine was returned. Balloon was inflated. When no urine continued after 90 minutes, foley was removed, bleeding from the urethra was noted upon being discontinued. Patient required urology transfer. All instances above were completed by experienced rn's. S. (B)(6) rn administrator patient care services. Reference reports mw5061896, mw5061897 and mw5061898.